Manufacturer narrative:
The following information was requested, but unavailable: initial procedure date; why does the surgeon believe that the device caused the issue? Was there any precipitating event or patient factors that may have contributed to the quad tear (ie. Fall).

Manufacturer narrative:
The following information was requested, but unavailable: initial procedure date; why does the surgeon believe that the device caused the issue? Was there any precipitating event or patient factors that may have contributed to the quad tear (ie. Fall).

Event description:
It was reported that the patient underwent a total knee procedure on unknown date and the barbed suture was used. About six months after the procedure, the patient presented with quad tear and needed a revision surgery. There was no dehiscence occurred and the suture had been absorbed, however the surgeon opined that the device caused the issue. Additional information will be requested.